Event description:
It was reported that the vns patient was admitted to the hospital due to a recent increase in breakthrough seizures. It was noted as the patient had recently been non-compliant with her medications which may have caused or contributed to the reported increase in seizures. The physician was unable to provide an assessment on the increase in seizures in relation to vns and stated that it was a ¿multifactorial problem.¿ the patient¿s device settings were increased and diagnostics revealed normal device function at the time.